Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006 UDI for concomitant product, tined lead: (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Based on this investigation, the investigation conclusion code of 'known inherent risk of device' was chosen as the allegation relates to "incontinence", "undesired sensations, stimulation-related" and "therapy delivery/effectiveness problem" which are addressed in the product labeling and risk documentation. 'Cause not established' was selected for the allegation of "therapy delivery/effectiveness problem". The patient symptom is a known risk associated with this device type/procedure, and it is noted as such in the instructions for use.

Event description:
It was reported that a patient decided to have their sacral neuromodulator and lead removed and replaced due to lack of symptom relief. The patient had a new generator placed and lead was placed on the opposite side of the sacral foramen in hopes of achieving better relief of her incontinence and overactive bladder symptoms. Postoperatively, the patient reported to their representative of feeling stimulation down their leg. The physician advised to keep stimulation low, below perception. The physician feels the lead is in the best position for the patient and is not interested in repositioning the lead for the patient. There were no additional patient complications.

Event description:
It was reported that a patient decided to have their sacral neuromodulator and lead removed and replaced due to lack of symptom relief. The patient had a new generator placed and lead was placed on the opposite side of the sacral foramen in hopes of achieving better relief of her incontinence and overactive bladder symptoms. Post operatively, the patient reported to their representative of feeling stimulation down their leg. The physician advised to keep stimulation low, below perception. The physician feels the lead is in the best position for the patient and is not interested in repositioning the lead for patient. A patient outcome not reported.

Manufacturer narrative:
Product code (d2b): additional product code qon. Premarket/510(k) # (g4): additional premarket/510(k) # p190006. UDI for concomitant product, tined lead: (B)(4).

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006 UDI for concomitant product, tined lead: (B)(4). This report is being submitted to correct the summary field (b5): (b5) summary.

Event description:
It was reported that a patient decided to have their sacral neuromodulator and lead removed and replaced due to lack of symptom relief. The patient had a new generator placed and lead was placed on the opposite side of the sacral foramen in hopes of achieving better relief of her incontinence and overactive bladder symptoms. Postoperatively, the patient reported to their representative of feeling stimulation down their leg. The physician advised to keep stimulation low, below perception. The physician feels the lead is in the best position for the patient and is not interested in repositioning the lead for the patient. The post-operative appointment for the patient was cancelled, and the representative has not spoken with the patient since the surgery date. A patient outcome not reported.